Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), patient complications occurred. Following atherectomy treatment, the patient presented with sinus arrest and a junctional escape rhythm. A pacing wire was inserted to resolve the issue and remained inserted through the remainder of the procedure. No patient symptoms were reported.